Manufacturer narrative:
The problem that occured with the device is unknown and will be provided when available with a follow up report. However, the manufacturing records and sterilization documents were reviewed and no issues were identified during manufacturing. No nonconformaces were identified that would have contributed to the complaint.

Event description:
A (B)(6) female underwent a revision surgery on (B)(6) 2020 performed by dr.(B)(6). The details of the event are unknown at this time. The sales representative has not responded to inquiries regarding this incident. A follow up report will be submitted when more information is known.

Manufacturer narrative:
An initial report was submitted due to the sales representative not communicating with onkos surgical. On (B)(6) 2020, the sales representative reported that the patient had experienced a dissociation of the distal femur component and a male-female midsection. After investigation, the root cause for the dissociation of the resurfacing femur and the male-female midsection was unable to be determined. The patient's medical history is unknown, and it is unknown whether the patient sustained a trauma prior to the failure. Based on review of the device history records and sterilization batch release records, it was concluded that the failure was not associated with the manufacture of the implants or a nonconformance. The sales representative also stated that the implants were implanted on (B)(6) 2020 rather than (B)(6) 2020 which was initially reported.

Event description:
A 69- year old female underwent a revision surgery on (B)(6) 2020 performed by (B)(6) due to dissociation of the distal femur component and a male-female midsection. The male-female midsection was not implanted at the time of the revision surgery and the new distal femur component was impacted into it.